Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the anterior haptic and optic were inserted into the eye, but the trailing haptic broke and was never released from the injector. The lens portion in the eye was cut and removed. Another lens was implanted instead. Due to the manipulation of the lens in the eye, the surgeon indicated that the patient developed corneal edema postoperatively, which was expected to resolve over time with medical treatment. Additional information was requested.